Event description:
It was reported that the critical care nurses reported in a pmcf a physician stated that the temporary pacing electrode catheter was not successfully able to capture and pace for the chosen duration of use because frustrating placement in relation to semi-floating tpe.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the critical care nurses reported in a pmcf a physician stated that the temporary pacing electrode catheter was not successfully able to capture and pace for the chosen duration of use because frustrating placement in relation to semi-floating tpe.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be ¿open circuit or short circuit¿. However, there was insufficient information to confirm this potential root cause. The reported event is addressed and the residual risk for this event is medium. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.